Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
A customer reported lower sensitivity with nasal samples than with nasopharyngeal (np) samples with the ID now covid-19 assay. The customer stated they were having difficulty in obtaining np swabs and vtm and were considering using the swabs provided in the kit. Testing was initially performed on nine (9) symptomatic patients with the ID now covid-19 kit provided nasal swabs and an np swab in 3ml of vtm (swab and media information not otherwise specified). Two (2) out of nine (9) nasal samples generated negative results; seven (7) out of nine (9) nasal samples generated positive results. Nine (9) out of nine (9) np swabs in vtm generated positive results. No repeat/additional testing was performed on the two (2) nasal samples that were negative. No information on confirmatory testing was provided by the customer. Additionally, the customer reported that "they feel like they may have 14 patients who may have been misdiagnosed and they are discussing retesting on these patients." The customer did not provide additional details. Attempts to gain further information, including dates and times of the test results and lot numbers used; additional/confirmatory testing; treatment and/or remedial action; and patient outcome were not successful. Abbott diagnostics (B)(4), inc. Received authorization from the FDA for the removal of swabs eluted in vtm as an appropriate sample type from the ID now covid test in (B)(6) 2020. While the ID now covid-19 test was performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration, the change was a proactive measure to remove the risk of potential reduced sensitivity, or false negative in the event of a low analyte concentration as vtm is known to dilute the patient sample. Customers were informed of the change through a technical bulletin, tb000041 v1.0, indicating: "the specimen collection and handling for the ID now¿ covid-19 test has changed. Swabs eluted in vtm are no longer an appropriate sample type. Please refer to the updated product insert included in this kit. ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Due to this change, disposable transfer pipettes are no longer included in the kit." Additionally, all ID now covid-19 affiliated labeling was updated to reflect the removal of swabs eluted in viral transport media. The events of this case took place prior to the removal of the ID now covid-19 vtm claim. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Conflicting results indicate a malfunction of one of the tests as it is expected that testing the same patient sample or a second sample from the same patient tested on the same day as the original sample would return the same result. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.